Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (unable to complete incoming functionality testing) was confirmed. As received, the monitor failed incoming functionality testing as it was unable to deliver a defibrillation pulse. The cause for the failure was isolated to extensive contamination inside of the monitor on the computer/analog and defibrillator pcas. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor was unable to complete incoming functionality testing.